Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report an adverse event that occurred on (B)(6) 2016. The patient was hospitalized for 6 days with pancreatitis, which was unrelated to dexcom use. The patient did not report any major surgeries/procedures while hospitalized. Additionally, the patient was wearing the continuous glucose monitor (cgm) at the time of hospitalization, however, she did not use the cgm device while in the hospital. At the time of contact, the patient was recovering. There was no alleged device malfunction. No additional event or patient information was provided.